Event description:
Caller was va facility nurse. Reported using customer's aviva meter, va strips to get blood glucose results of hi, which on the system indicates a result in excess of 600 mg/d, and 249 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.